Event description:
The pt was found to have a reddened area on the back of the shoulder matching the size of the heating pad, which was approximately 5x3. It was a "perfect imprint of the pad." The pt's skin was intact. This caused a burn to the pt's skin.